Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
During a fenestrated evar procedure at the deployment stage the distal end of the balloon detached from the delivery system. There was no balloon rupture as the deployment hadn't been initiated. The physician wasn't happy with the position of the wire before deploying the stent, so decided to bring the stent back through the sheath when the detachment occurred.

Manufacturer narrative:
Analysis: the details indicate that the balloon detached from the delivery system. After contacting the physician it was not the balloon that detached but the stent had become dislodged within the introducer sheath. Based on the details of the complaint the stent became dislodged when ¿the consultant wasn¿t happy with position of wire before deploying so decided to bring the stent back through sheath when issue occurred¿. As specified in the IFU do not attempt to pull an unexpanded stent back through the introducer sheath. As the device in question was not returned a full investigation of the product cannot be conducted. If the device had been returned it would have been inspected to determine if the stent had been properly crimped on to the balloon. A review of the device history records and test data was conducted. Based on the lot qualification data the stent retention testing that is conducted on every production lot indicates that the minimum stent removal force was 11 newtons. The requirement is that the stent must not dislodge below 5.5 newtons. The data from this lot of catheters far exceeds this requirement. Conclusion: based on the complaint details the physician pulled the stent back into the introducer sheath that is advised against in the instructions for use in the warnings and cautions section.